Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the right side motor is spinning and the wheel will not turn and the chair will spin around in a circle.